Manufacturer narrative:
On 27-feb-2023, the photo analysis was completed. Device investigation details: according to the picture and the video provided by the customer, it looks like the spines of the octaray catheter were bent during the procedure, it looks like the device was entangled with itself; however this cannot be conclusively determined. The manufacturing record evaluation (mre) could not be performed due to the lot# was not provided. The customer complaint was confirmed based on the picture and video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve . It was reported that during octaray ra mapping, one spine turned downward, and the physician said that felt strange. Tried to remove from right atrium (ra) but something caught, and could not remove easily. The device was pulled out by slowly turning, and the octaray was checked visually, but there was no adhesion material. The physician commented that might have been caught at the chiari network. It was also reported that there was an issue that the operator's main monitor and the physician's main monitor suddenly turned black and, after a while, displayed again occurred repeatedly more than 10 times. Timing when complaints occurred was during operation of octaray ra, from during la rf to the end. Visually confirmed that there was no adhesion. The procedure was continued and completed without any problem. The procedure was continued because displayed immediately and completed without any problem. The procedure was successfully completed without patient's consequence. When the physician tried to remove the octaray from ra, he felt it stuck, but he was able to remove it by slowly pulling the catheter while rotating it. The sheath used was not bwi product. There was no detachment of any component. The catheter was octaray. There was no product malfunction observed. The issue did not result in exposure of any internal catheter components or sharp edges. Knotted catheter is MDR-reportable. Medical device entrapment resolved without excessive manipulation is not MDR-reportable.

Manufacturer narrative:
On 20-jan-2023, bwi received additional information indicating that the octaray lot number is currently unknown, and that the sheath was a baylis medical/sureflex/outer diameter 11.5 fr/inner diameter 8.5 fr. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).